Event description:
It was reported that the user experienced hyperglycemia while using the ilet, peaked near 400 mg/dl, and transitioned to backup subcutaneous insulin after suspected infusion site issues; the user noted site pain and performed a supply change, with plans for another full supply change and to relocate the infusion site based on education and site selection guidance provided. Customer care provided support that included user education on infusion site selection and full supply change steps. Investigation of this case revealed a likely infusion site problem causing inadequate insulin delivery, supported by site pain and recurrence of hyperglycemia after site placement. No clinical symptoms associated with blood glucose reported. Outcomes included temporary therapy change to pen insulin without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with a probable infusion site issue affecting subcutaneous insulin absorption. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.